Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: eur j obstet gynecol reprod biol. 2025 nov;314:114693. Https://doi.org/10.1016/j.ejogrb.2025.114693 epub 2025 sep 2. Pmid: 40914010.

Event description:
Title: impact of obesity on surgical outcomes for robotic-assisted transvaginal natural orifice transluminal endoscopic surgery (ra-vnotes) hysterectomy. This retrospective cohort study aims to investigate the impact of obesity on surgical outcomes following robotic-assisted transvaginal natural orifice transluminal endoscopic surgery (ra-vnotes) for hysterectomy. Between june 2019 and november 2024, a total of 287 patients underwent ra-vnotes hysterectomy while using 0 polyglactin (vicryl) sutures to ligate bilateral uterosacral and cardinal ligaments, along with the uterine arteries. Reported complications are: vicryl (eth) n=2 bladder injury treatment: not reported. N=1 ureter injury treatment: not reported n=28 urinary tract infection treatment: not reported. N=6 vaginal cuff or pelvic infection treatment: not reported. N=1 pelvic abscess/fluid drainage treatment: not reported. N=1 obliteration of the posterior cul-de-sac. Treatment: bowel resection and primary anastomosis by colorectal surgery due to deep infiltrating endometriosis of the rectum. N=1 resection of stage IV endometriosis complicated by transection of the right ureter treatment: required exploration, ureterolysis, and reimplantation by urology. In conclusion, in the largest cohort to-date of patients undergoing ra-vnotes hysterectomy, the authors found no difference in total operative time, blood loss, conversion, or complication rates between patients with and without obesity. The advantages of ra-vnotes hysterectomy may offset the impact of obesity on surgical outcomes that affects other approaches to hysterectomy, and ra-vnotes may improve the accessibility of a vaginal approach to hysterectomy (and additional procedures such as excision of endometriosis and complex adnexal procedures) for a broader range of patients with greater surgical complexity.